Event description:
It was reported that the gastrointestinal videoscope had broken approximately 6 cm from the distal end, as if a thread in the joint had come undone. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the bending section cover had a chip. The malfunction reported root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.